Event description:
It was reported that the user ate a large dinner, announced a usual meal, and subsequently experienced hypoglycemia with a lowest reported blood glucose of 47 mg/dl, later 57 mg/dl, without symptoms; the user could not perform a fingerstick at the time because the meter battery was depleted and planned to recheck after charging. Symptoms included low blood glucose without reported neuroglycopenic or autonomic manifestations. Outcomes included treatment with oral glucose and no hospitalization. Investigation included customer care follow-up and user troubleshooting education. Investigation of this case revealed no device malfunction reported and an unclear cause for hypoglycemia in the context of a recent meal and delayed capillary confirmation due to a discharged meter. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.